Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure via right internal jugular vein at right chest wall using powerport isp. During the pre-flushing test after unpacking the implanted port the catheter was allegedly found partial fading of the marking points. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows a catheter packaged inside a plastic bag. In the background, a partial view of the product label is visible. The label was reviewed and verified with the tw details. The second photo shows a partial view of the catheter, with arrows indicating the faded markings on its printed scale. Therefore, the investigation is confirmed for the reported device marking/labelling problem issue. The definitive root cause could not be determined, based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure via right internal jugular vein at right chest wall using powerport isp MRI 6f chronw/os. During the pre-flushing test after unpacking the implanted port the catheter was allegedly found partial fading of the marking points. There was no reported patient injury.